Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found - missing lcd segments. Test strips not returned for evaluation. Qc investigation on (B)(6) 2017 resulted in defect found and the event was determined to be reportable. Most likely root cause is user mechanical stress. (B)(4).

Event description:
Consumer complaint of defective lcd/ partial character. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Test strip lot manufacturer's expiration date and open vial date are undisclosed. Adverse event not reported. Duane (husband) calling states that his wife ran a blood test and got a result of 11mg/dl and he also ran the control solution test and got a results of 3mg/dl. Customer states that his wife is feeling fine and her normal glucose range is 110-120mg/dl. Reviewed the meter's memory and customer states that he did see the 11mg/dl and control solution results with 3mg/dl but a partial character is there.